Event description:
It was reported that the pt experienced an overdose. The family had been in a different state with higher altitude (approx 7,000 feet) for 6 days. The pt had been in this altitude in the past without any difficulties. While driving, the pt became more somnolent and needed to be shaken to stay awake as the family was driving. The pt usually stayed awake when riding in the car. At baseline, the pt was non-verbal; could make noises and would laugh frequently. The pt presented to the ER with respiratory depression and unresponsiveness and was admitted to the hospital. The pt had stabilized after intubation. There were no pump alarms. Volume discrepancy had not been checked. The calibration constant was confirmed to be correct. The correct concentration, drug and dose were programmed. It was unk if there were other medical issues. It was later reported that the pt experienced an overperfusion of baclofen with the following symptoms: altered mental status, coma, hypotonia, and weakness. The pt vomited multiple times. Upon transfer, in 2009, the pt was initially placed on 3l of oxygen with a respiratory rate of 6 and a coma scale of 3. He continued to desat and was briefly placed on a CPAP where his sats dipped into the 70's. He was obtunded, responding only to deep painful stimuli and had a poor gag reflex. His "ble were floppy without clonus or dtr's on admission". Sedation with fentanyl and versed was stopped after a few hours and the pt was transitioned to pressure support as he became more alert. After an hour on pressure support, the pt was extubated to nasal cannula and was on room air by morning at which time the pt had returned to baseline with increased tone and clonus and was more interactive. Cxr was reassuring. After being extubated, the pt had some retching and emesis which required zofran; no emesis the following day and the pt was signing that he was hungry and ate well prior to discharge. Rehab saw the pt in the morning and they felt strongly this was a baclofen overdose. The pump was interrogated and revealed 2000 mcg/dl baclofen with a dose of 300 mcg/day. The reservoir volume was 11.7 ml; the low reservoir alarm date was in 2009. The pt was discharged in the next day on oxcarbazepine and oral baclofen prn withdrawal symptoms. No other device troubleshooting was performed. The hcp felt that "a more practical option" would be to have the pump refilled earlier than scheduled. The pt outcome was serious life threatening injury/illness - recovered without sequelae.